Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the mid stent region were lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in moderately tortuous and moderately calcified, 24mm in length and 4.0 mm diameter left main coronary artery. A 4.00 x 24 synergy drug eluting stent was advanced but stent failed to cross the lesion and the stent struts were lifted up. The procedure was completed with another of same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24 x 4mm target lesion was located in the moderately tortuous and moderately calcified left main coronary artery. A 4.00 x 24mm synergy drug eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.